Manufacturer narrative:
At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator, the device displays frequent circuit occlusion alarms. The "issur" occurred during patient-use. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
As a resolution, a vyaire technical support ordered a replacement main pcb. An evaluation of the component could be confirmed and duplicated. The main pcb's pt801 has failed. This issue will be internally investigated within vyaire.